Event description:
It was reported that, "dr. Did a tlif using xia # and avs tl screws with placed, distracted upon, and the discectomy was performed through a tlif approach. The space was extremely collapsed and the distraction was minimal. Local autograft was placed into the disc spacer using a bone funnel and a trial was used to trial the height. The dr. Decided upon a 7x25x40 avs tl spacer and inserted it into the disc spacer by impaction. He then used a straight tamp and impacted the spacer numerous times after the spacer was in place he noticed the spacer had broken from impaction. He said it was a good fit and he was not worried about the spacer being broken."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.